Event description:
It was reported that this right atrial (ra) lead exhibited high pacing lead measurements and additionally there was observations of loss of capture. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.